Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 4.9 cm abdominal aortic aneurysm. The vessel morphology was reported to be severe diseased vessels. The patient was enrolled in medtronic's pivotal trial study. It was reported that the patient had endovascular repair approximately 1 week ago. The patient presented with pain and decreased sensation in the lower extremities. The CT demonstrated that the left iliac stent graft down was occluded. The physician elected to balloon the occluded iliac artery and then injected contrast which revealed there was still some narrowing in the artery. The physician elected to implant one bare metal stent from another manufacturer within the stent graft. The physician did not feel that there was good pulse in the patient's leg, which was due to the severely diseased artery. The physician implanted another longer stent in the native artery covering the diseased area. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine.